Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), trending analysis of the haze/mist/vapor and system risk analysis (sra). The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. The sra shows the risk for exposure to toxic or corrosive material to be "low." Trending of the haze/mist/vapor issue was reviewed for the past six months (may 2017 to november 2017) and no significant trend was observed. The parts were not available for return. The assignable cause of the haze/mist/vapor were the catalytic converter and the oil mist filter. The field service engineer replaced the parts and confirmed the sterrad® 100s was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue.

Manufacturer narrative:
A field service engineer was dispatched to customer site. The catalytic converter and the oil mist filter were replaced to resolve the vapor/haze issue. Unit meets specifications and was returned to service. (B)(4).

Event description:
A customer reported an event of a "vapor" (haze) emitting from the sterrad 100s sterilizer. The customer discontinued use of the unit. There was no report of any injuries or human reactions. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.